Event description:
A user facility biomedical technician (bmt) stated smoke was observed from the fill valve. Upon follow-up, the bmt stated the reported issue was discovered during a machine evaluation after the mixer produced smoke during fill mode. The bmt was not present for the reported event and stated the issue was reported by a user facility patient care technician (pct), who contacted the bmt when the mixer made a popping noise and produced smoke after the mixer was filling slowly. The bmt stated that the staff addressed the smoke by shutting off and unplugging the mixer. The bmt stated that the mixer was in a vented water room, and the pct was advised to turn on the vent to allow the smoke to clear. The bmt stated that the facility smoke detectors were not triggered by the smoke from the mixer and the use of a fire extinguisher was not required. There was no patient and no harm was noted with any individuals as a result of the reported event. The bmt stated upon evaluation of the mixer it was discovered the power board and fill valve were burnt. The mixer has been removed from service pending replacement of the power board and fill valve. The sample was returned to the manufacturer for physical examination under (B)(4).

Manufacturer narrative:
Upon re-evaluation of the information available in the current file, it was determined that the smoke event reported in MFR 2937457-2024-00051 was a duplicate reported event to MFR 2937457-2024-00034. All further correspondence will be reported under MFR 2937457-2024-00034. There will be no further updates on 2937457-2024-00051.

Event description:
A user facility biomedical technician (bmt) stated smoke was observed from the fill valve. Upon follow-up, the bmt stated the reported issue was discovered during a machine evaluation after the mixer produced smoke during fill mode. The bmt was not present for the reported event and stated the issue was reported by a user facility patient care technician (pct), who contacted the bmt when the mixer made a popping noise and produced smoke after the mixer was filling slowly. The bmt stated that the staff addressed the smoke by shutting off and unplugging the mixer. The bmt stated that the mixer was in a vented water room, and the pct was advised to turn on the vent to allow the smoke to clear. The bmt stated that the facility smoke detectors were not triggered by the smoke from the mixer and the use of a fire extinguisher was not required. There was no patient and no harm was noted with any individuals as a result of the reported event. The bmt stated upon evaluation of the mixer it was discovered the power board and fill valve were burnt. The mixer has been removed from service pending replacement of the power board and fill valve. The sample was returned to the manufacturer for physical examination under rga 6671096.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.